Event description:
According to the reporter, during a total laparoscopic hysterectomy procedure, while suturing the vaginal cuff, the device was difficult to unload, needle fell out of the jaw when it was open and disengaged into the patient¿s cavity, but was then retrieved with grasper. A new reload was loaded. After a couple passes through tissue the second needle fell out also. Another instrument and reloads were opened to complete the case. No patient injury.